Event description:
It was reported that the patient¿s device is at 10-20% and he is having cluster seizures and is currently in the ER. The patient underwent a generator replacement. The explanted device has not been received for analysis to date. No additional relevant information has been received to date.